Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was hub separated from the device. The following information was provided by the initial reporter. The customer stated: "the customer complained on (B)(6) 2022. The straight needle (B)(4), affected quantity: 1. Details of the complaint: the needle tube at the plunger stopper connection fell off."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was hub separated from the device. The following information was provided by the initial reporter. The customer stated: "the customer complained on november 08, 2022. The straight needle 301746,affected quantity: 1. Details of the complaint: the needle tube at the plunger stopper connection fell off."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for male luer breakage was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for male luer breakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode male luer breakage. Bd was not able to identify a root cause for the indicated failure mode.